Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2011-02363 and 1627487-2011-02365. The patient received a trial scs system, including three percutaneous leads, on (B)(6) 2011. It was reported the patient presented to the hospital on (B)(6) 2011 with an infection at the lead incision site. The three percutaneous leads were explanted and not replaced. A culture of the infected areas was taken and found the patient had developed a (B)(6). The patient was hospitalized and treated with intravenous antibiotics. The patient was released from the facility on (B)(6) 2011. Follow up on the patient found no further issues reported.